Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued h.6. Health effect - impact codes: f2303, f2203. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volux¿ with lidocaine in the chin and then 9 days later, patient began presenting with pain and erythema in the mento region. An ultrasound was performed noting presence of thick liquid "corresponding to abscess to the left" with colored doppler highlighting the increase in vascularization around the lesion. Patient was drained twice with the material being collected with analysis with approximately 2mls were drained. Patient was treated with hyaluronidase, antibiotics of clavulin for 14 days, predsim, alektos, dipyrone and warm water compress. The healthcare professional reported the events have been taking the patient's sleep and quality of life away for three weeks. Patient has lost weight and been unable to eat properly for days. Event still ongoing.